Event description:
It was reported that pump display showed black screen with faint background light when button was pressed, which prevented customer from reading or interacting with pump screen. There was no reported impact to the customer¿s blood glucose level. Pump was confirmed to be within warranty, customer was informed pump needed replacement, replacement pump was provided with storage and return instructions, and customer declined to share information about backup insulin therapy while using replacement.